Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet screen was damaged after bumping into an object. The touchscreen was not functional, leaving the device unusable. The user was advised that a replacement device would be sent. No injury or blood glucose impact was reported.